Manufacturer narrative:
Plant investigation: no sample was returned to the manufacturer for physical evaluation. The manufacturer had retained samples available that were examined. A visual inspection was completed to check for component defects and conformity to product specification. A leakage test was performed where the samples were checked under air/liquid pressure for assembly failures or leakages. No failures were detected. A batch records review was also performed. The batch size is 600 units. The record controls resulted in conformity. Non-conformity was not observed during the manufacturing process. The cause for the reported issue cannot be determined without physical evaluation of the complaint device. However possible reasons for this event to occur include issues related to the raw material or connection/handling process.

Event description:
A user facility nurse reported to fresenius that an external blood leak occurred from the pre-filter pressure dome of the multifiltrate pro hdf during the patient's continuous renal replacement treatment (crrt). Additional information was obtained during follow-up. The reported issue occurred approximately 30 minutes after treatment initiation. Blood leakage occurred from the pre-filter pressure dome when the nurse rinsed with safeline to check for clots. Pre-filter pressure and return pressure high alarms were received on the multfiltrate pro machine. The patient's estimated blood loss (ebl) is approximately 3 ml. There were no adverse events or serious injuries as a result of the reported issue. The patient was able to continue treatment with new supplies. No samples are available for review by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported to fresenius that an external blood leak occurred from the pre-filter pressure dome of the multifiltrate pro hdf during the patient's continuous renal replacement treatment (crrt). Additional information was obtained during follow-up. The reported issue occurred approximately 30 minutes after treatment initiation. Blood leakage occurred from the pre-filter pressure dome when the nurse rinsed with safeline to check for clots. Pre-filter pressure and return pressure high alarms were received on the multfiltrate pro machine. The patient's estimated blood loss (ebl) is approximately 3 ml. There were no adverse events or serious injuries as a result of the reported issue. The patient was able to continue treatment with new supplies. No samples are available for review by the manufacturer.